Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Spluttered and choked [choking]; expectorated the detached brush head [productive cough]; head of brush head came off in mouth [device breakage]. Case description: a mother (who is a dentist) reported via e-mail on (B)(6) 2016 that her son of unspecified age was cleaning his teeth with his (B)(6) rechargeable toothbrush, version unknown when the head of the (B)(6) power oral care refills crossaction came off in his mouth. The mother described that her son spluttered and choked and thankfully expectorated the detached brush head. The case outcome was recovered. No further information was provided. On (B)(6) 2016 received follow-up e-mail from mother: the mother reported that she no longer had the packaging for either the toothbrush or the replacement brush head. She stated that her son replaced the brush head every couple of months and asserted that it had never been dropped. The case outcome remained recovered. No further information was provided.